Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU stats: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device." ''Note: if seeping of blood occurs after placing the angio-seal device or after removing the tamper tube, application of digital pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.'' The complaint can be confirmed since there was bleeding post procedure. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections b5 and b6, and to update section b2. It was initially reported that there was other serious or important medical events, however, per additional information received, imaging confirmed there were no finding. Therefore, b.2: other serious or important medical events is not applicable for this event.

Event description:
Additional information was received on 21apr2021. The ultrasonography was taken place and there were no findings, such as collagen sponge entering the artery and the anchor floating. The patient was discharged from the hospital and no health problems have been reported.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the while the assembled angio-seal device was being withdrawn with the right hand, the tamper tube was pushed with left hand. However, hemostasis was not achieved at all (bleeding did not change). The tamper tube was properly pushed. The cause was unknown, however as the anchor was adhered to the vessel wall and the black marker appeared when the tamper tube was pushed, the collagen sponge might have entered the artery. Therefore, the suture was cut at the end of the tamper tube in the condition where tension was maintained. The suture was left longer on the body surface and fixed cleanly. Hemostasis was successfully achieved by manual compression only. The patient was being monitored until the next day. On the next day after the procedure, there was no problem with blood flow of the lower limbs. On (B)(6) 2021 the patient will undergo ultrasonography. The procedure before deploying the device was avm. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. There was no health damage to the patient. There were no other devices or equipment used with the reported product.